Manufacturer narrative:
Based upon the available information, the cause for the reported event was likely due to a human factors issue. There is no indication that the reported event was related to product malfunction or defect.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. Merge healthcare was notified that images were accidentally deleted by a customer while trying to edit a patient's information in the database. The accidental deletion of images could potentially lead to a delay in diagnosis or treatment. The customer also indicated that the accidentally deleted images were for a patient with a retinal tear. The patient received the necessary treatment for the retinal tear and the procedure was completed successfully.